Manufacturer narrative:
On (B)(6) 2016: multiple attempts have been made to follow up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm and was unable to clear the alarm. The customer's blood glucose level was not impacted. Although requested no further information was provided.